Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of fluid discharge and underwent medical intervention. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral revision inferior pedicle mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was cut in half and placed bilaterally. Concomitant procedures were lateral capsuloraphies. On 8/11/16, breast drainage was reported. Treatment on (B)(6) 2016 was debridement, excision and closure. Patient was given medication (bactrim and bactroban). Resolved on (B)(6) 2016 without sequelae. Review of medical affairs identified that the reported ae is likely related to the device and serious.